Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 (max air exceeded) occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell two while the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient stated everything looked fine and they already ended the treatment. The technical service representative explained that they could start over with new supplies or use manual bags to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.